Manufacturer narrative:
(B)(4). Report source: (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the plate explanted from patient showed signs of corrosion. Attempts have been made and there is no further information at this time.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: device location unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: part: 47234801635, lot: 63085306, cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length; part: 47482801402, lot: 63202015, 2.7 mm locking screw 14 mm length; part: 47234801835, lot: 63098016, cortical bone screw self-tapping hex head 3.5 mm diameter 18 mm length; part: 47482801602, lot: 63457984, 2.7 mm locking screw 16 mm length; part: 47482801602, lot: 63457984, 2.7 mm locking screw 16 mm length; part: 47482801602, lot: 63457984, 2.7 mm locking screw 16 mm length; part: 47482801602, lot: 63488874, 2.7 mm locking screw 16 mm length; part: 47235901638, lot: 63174173, 3.5 mm locking screw with 2.7 mm head 16 mm length. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00730, 0001822565 - 2022 - 00731, 001822565 - 2022 - 00732, 0001822565 - 2022 - 00733, 0001822565 - 2022 - 00734, 0001822565 - 2022 - 00735, 0001822565 - 2022 - 00736, 0001822565 - 2022 - 00784.

Event description:
It was reported that patient underwent right ankle open reduction internal fixation procedure. Subsequently swelling, pain, sensitivity, discoloration, and unable to wear shoes was reported with plate and all screws removed with no complications. No further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h11. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified discoloration on the fibular plate around three screw holes and one locking screw. The discolored screw was sent for further analysis. Eds semi-quantitative elemental analysis of the discolored regions on the screw head revealed foreign elements. It revealed c, n, o, na, mg, p, cl, k, and ca as the major foreign elements. The source of these elements could be from various potential contaminants including biological soft tissue and bone, dried biological fluids (i.e. Blood), bone cement (calcium phosphate-based), corrosion/metal oxide product or various decontamination solutions (i.e. Hospital detergents). Therefore, the source of these elements is inconclusive. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.